Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the flange sensor testing failed. The fixture was shown as "present" when the sensor was supposed to detect "not present". A review of the event history log revealed "system error 21502 - flange sensor failure" messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the flange sensor that was not working properly. The mechanism and flange sensor require replacement to address this issue. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had intermittent flange sensor failure system error. This occurred out of the box prior to patient use. There was no patient involvement. No additional information is available.